Event description:
During implant, a lead perforation was observed. The lead was replaced.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. Analysis noted an outer insulation cut from connector. X-ray revealed that the distal coil was overtorqued. The damage found is consistent with that occurring at the time of the surgical procedure.